Manufacturer narrative:
This is a similar device report, a similar device of the reported device was sold to us. The reported device is not marketed in the us. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with te563 - spare cutter f/gb304r/gb305r/gb308r. According to the complaint description, during surgery, the trepan unfortunately did not stop. Injury to the dura occurred which was treated. An additional medical intervention was required. The adverse event is filed under aesculap (B)(4) reference (B)(4). Involved components: 400550865 - ga822 - elan 4 electro perforator driver - lot 52278357.

Manufacturer narrative:
This is a similar device report, a similar device of the reported device was sold to us. The reported device is not marketed in the us. Investigation: the investigation was carried out by aesculap technical service (ats). Te563 - spare cutter f/gb304r/gb305r/gb308r the cutter with the serial number (B)(6) was manufactured in july 2021. No repair or maintenance took place since that date. Extract of the analysis checklist: cutting edges are slightly worn. Function according to the specification. The release mechanism works as intended. Ga822 - elan 4 electro perforator driver: the perforator with the serial number (B)(6) was manufactured in october 2016. The last repair took place in april 2020. The maintenance due date according to the label is 2021-04. Hence, the maintenance is overdue. Besides that, no failure could be detected according to the analysis checklist: all parameters are according to the specification. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. Conclusion and measures / preventive measures: based on the provided information and after the investigation, a clear conclusion in regards to the intraoperative event cannot be drawn. Both the cutter as well as the perforator showed no abnormalities nor dysfunctions. They work as intended. There is no indication for a product or manufacturing failure. Based upon the investigation results, a CAPA is not necessary.